Event description:
Voluntary medwatch form received notes that the atrial lead exhibited under-sensing of an ongoing atrial fibrillation episode. Inappropriate mode switch occurred. The device sensitivity settings were reprogrammed.

Manufacturer narrative:
Voluntary medwatch form received: mw5146411.